Event description:
The patient was undergoing a coil embolization procedure in the internal iliac vein using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, while advancing a ruby coil through the lantern, the pusher assembly for the ruby coil became kinked. Therefore, the ruby coil was removed. The procedure was completed using new ruby coils and the same lantern. There was no adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned ruby coil confirmed a kink on the pusher assembly. If the device is advanced against resistance or is otherwise mishandled at extreme angles during use, damage such as a kink may occur. Further evaluation revealed an offset coil wind on the embolization coil and bends on the proximal end of the pusher assembly. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.